Manufacturer narrative:
Component code: g03001. The customer submitted data to aid in the investigation. The investigation included a review of product historical data and product labeling. Review of historical data did not find a product issue related to the complaint incident. Labeling was found to be adequate for the complaint issue. Review of the submitted data and data retrieved from abbottlink found sample results which might reflect the complaint issue where the hgb results were below 8 g/dl on cell-dyn ruby analyzer, serial number 70475bg, but above or equal to 8 g/dl on cell-dyn ruby analyzer, serial number 70476bg, and on the roche analyzer. A service visit was arranged and maintenance was performed on cell-dyn ruby analyzer, serial number 70475bg. After instrument service, the customer performed additional blood comparisons, and no differences in the clinical decision was observed between cell-dyn ruby, serial number 70475bg, cell-dyn ruby analyzer, serial number 70476bg, and the roche analyzer. Based on the information provided, the complaint issue was resolved by service. A product deficiency was not identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Event description:
The customer reported that he received a complaint about cell-dyn ruby hemoglobin results from the attending physicians . They are renal patients who have different cutoffs to establish the treatment, in this case 8.0 g/dl. Results below this value determine a transfusion and results above are not transfused. The doctors indicated that patients with results below 8.0 g/dl, before being transfused, had the blood test repeated at another site and the results were higher, therefore the transfusion was canceled as it was not necessary. The customer provided examples of patient comparisons some of which the clinical decision would be impacted. No adverse impact to patient management was reported. Sid (B)(6): customer result 9.69 g/dl, ruby at another site 9.94 g/dl, roche method 9.6 g/dl. Sid (B)(6): customer result 10 g/dl, ruby at another site 10.2 g/dl, roche method 9.9 g/dl. Sid (B)(6): customer result 9.72 g/dl, ruby at another site 10.3 g/dl, roche method 10.1 g/dl. Sid (B)(6): customer result 9.21 g/dl, ruby at another site 9.61 g/dl, roche method 9.2 g/dl. Sid (B)(6): customer result 7.64 g/dl, ruby at another site 8.26 g/dl, roche method 8 g/dl. Sid (B)(6): customer result 7.82 g/dl, ruby at another site 8.12 g/dl, roche method 7.6 g/dl. Sid (B)(6): customer result 9.64 g/dl, ruby at another site 10.3 g/dl, roche method 10.2 g/dl. Sid (B)(6): customer result 9.69 g/dl, ruby at another site 9.94 g/dl, roche method 9.6 g/dl. Sid (B)(6): customer result 9.86 g/dl, ruby at another site 10 g/dl, roche method 9.8 g/dl.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.